Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance. Isometric movements performed also revealed oversensing noise on the ventricular channel. After reprogramming, the lead resumed normal function. The patient's condition post event was stable and would continue to be followed normally.